Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 454 mg/dl at time of incident. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose with insulin pump. Customer reports they have not contacted their health care professional regarding the high blood glucose. Customer alleges insulin pump was under delivering because they had continues high blood sugar. Customer stated that the drive support cap appears normal. Customer stated that they were using a cannula based infusion set. Customer stated that the cannula was bent. The devices will not be returned for analysis.